Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy with the right l2 and l4 leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026, wherein the leads were plugged into a new ipg that was electively replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.